Manufacturer narrative:
Patient age and weight were unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced in the system. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and caused a delay of 20 minutes to the surgery. It was reported that the site was experiencing intermittent tracking of the instruments during the case. The site checked for the possibility of metal interference and the manufacturer representative confirmed that the position was good. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided.